Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 643 mg/dl at the time of the event. Troubleshooting was performed. The time and date were wrong. The customer uses quick-set infusion sets. The customer last changed her infusion set the day prior to the event. No delivery alarms were observed in the insulin pump's history files. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.